Event description:
The customer reported that the tandem mobi pump battery was not charging despite using the appropriate charging equipment. There was no adverse impact to the customer's blood glucose level. The customer was advised to rely on shots if the pump battery depleted before receiving replacement charging supplies, which were arranged to be sent via overnight shipping.